Manufacturer narrative:
Investigation into the event determined that the negatively biased phbr results were obtained as a result of user error. The customer had inadvertently entered an inappropriate post prediction adjustment factor. User error is the root cause of this incident.

Event description:
A customer observed negatively biased phbr qc results on a vitros 350 analyzer. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There were no patient results reported for phbr and no report of patient harm as a result of this event. This report corresponds to ortho diagnostics inc.